Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. Method - process evaluation: work order search evaluation result: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -09.50 diopter, in the patient's right eye (od) and the lens went into the eye upside down. The lens was removed with no reported injury. The lens was exchanged for another same mode/diopter lens and the problem was resolved.

Manufacturer narrative:
Conclusion: review of the file indicates that the lens was not implanted in accordance with the dfu requirements, acd below 3.0mm for vicl/vticl. Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found haptic torn/broken/bent/deformed. (B)(4).